Event description:
Placed patient on ltv 1200 vent and vent immediately began reading "power loss". The vent continued to function without a problem. When the vent was connected to power source in aircraft, the power loss error went away but low peep began continuously reading. All alarms were checked, all settings were re-confirmed, all tubing connections were removed and re-seated, vent tubing was checked for leaks, cuts, and tears, nothing was found. The patient maintained sao2 of 100% during transport and etco2 of greater than 30 throughout. Once we reached destination and removed vent from aircraft the power loss alarm began buzzing again. No injury to patient, vent continued to work during transport.